Event description:
It was reported that impedance testing revealed values greater than 2 ,000 ohms on some of the unipolar pairs. Additional information received reported that the patient was reprogrammed and was receiving good stimulation.

Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1993. Product type: extension: product ID 3587a, lot# r232201, implanted: (B)(6) 1993. Product type: lead. (B)(4).